Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified left circumflex artery that was 75% stenosed. A 2.0 x 20 mm mini trek balloon catheter was used; however, it was felt that the actual size of the device was shorter than the indicated size. The device was used without issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. (B)(4).

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified left circumflex artery that was 75% stenosed. A 2.0 x 20 mm mini trek balloon catheter was used; however, it was felt that the device was undersized compared to the indicated size. The device was used without issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.